Event description:
It was reported oversensing noise leading to pacing inhibition and loss of capture was observed on the atrial lead. Possible lead dislodgement was noted. The lead was explanted and replaced. The patient was asymptomatic and was in stable condition.